Manufacturer narrative:
Although the device from the reported event was discarded by the end user, navilyst medical's investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted.

Event description:
As reported by end user hospital physician dr. (B)(6) - female patient with leukemia had 6f dual lumen valved PICC in place and was receiving two infusions at the same time: red blood cells in one lumen and amphotericen (antibiotic for fungal infection) in the other lumen. The patient turned red and had what appeared to be an allergic reaction. Both infusions were stopped and patient was sent to ICU for recovery. She recovered with no complications from this event, but expired a few weeks later due to complications from leukemia. The used PICC was discarded by the hospital, and was not implicated in the patient's death. Dr. (B)(6) initially called to discuss concerns with pushing two different infusions through the dual lumen PICC in regards to incompatibility. He stated that "nothing was wrong with the PICC, the PICC line was fine."